Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was noted that the PICC line was difficult to flush. It was reported that as a result, tpa was administered. There was no report of patient harm.

Event description:
It was noted that the PICC line was difficult to flush. It was reported that as a result, tpa was administered. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer's report that the PICC line was difficult to flush could not be confirmed. The reported suspect maxzero connector sample was received in a box along with other samples in which one of the samples was reported to be contaminated with hepatitis and c-diff. Due to the potential of the reported suspect set sample being cross contaminated, it was decided that the sample would not be investigated and was disposed of to eliminate the risk of exposure. The suspect maxzero connector was not investigated and the root cause was could not be identified.